Event description:
A hospital reported to the MFR that a pt suffered a thromboembolism and stroke post implant of a size 29 mitral optiform cphv. The event occurred approximately 8 days post valve implant in a "re-do" operation. The valve is still implanted in the pt.